Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a cholecystectomy via laparoscopy, while inserting the clip on the applier, the clip broke. Another device from another lot number was used with success.

Manufacturer narrative:
(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that there were 4 clips remaining in the cartridge. The clip applier was not returned. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. All 4 clips were able to properly load into the jaws of the applier and close. Two of the clips were applied to over-stressed surgical tubing and were both able to properly attach to the tubing. No functional issues were found with the returned clips. The device history review could not be conducted since the lot number provided is not a valid number. Other remarks: the IFU for this product, l06112, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as there were no functional issues found with the returned sample. The reported complaint of "clip broken" was not confirmed based upon the sample received. Upon functional inspection, all three remaining clips were able to properly load into the jaws of a lab inventory applier and close. No damages were observed to any of the returned clips. Since no functional issues were found with the returned clips and the applier was not returned, the reported issue could not be confirmed. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a cholecystectomy via laparoscopy, while inserting the clip on the applier, the clip broke. Another device from another lot number was used with success.